Manufacturer narrative:
The device history record (DHR) review confirmed that the ilet passed all manufacturing specifications prior to release. Engineering analysis of the device log file for the reported event date and found no evidence of device malfunction or motor errors. The logs show that the device was powered off due to both low battery at 5:37 am and a shutdown request later the same day at 3:35 pm; the device remained off for extended periods before being powered back on. System behavior included appropriate alerts such as low battery, insulin supply, infusion set change, cgm signal loss. Insulin delivery was paused during power-off intervals and periods of cgm signal interruption. The dexcom g7 cgm was not consistently connected to the ilet during the hyperglycemic episode but reconnected later the same day. Manual blood glucose entry and subsequent insulin delivery were observed, with glucose returning to range thereafter. Based on available information, the device operated within expected specifications, and no malfunction was identified. Extended power loss and cgm disconnection were contributing factors in this event. Should additional information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, the user experienced a hyperglycemic event, with blood glucose (bg) rising to over 400 mg/dl following exercise. The user¿s dexcom g7 cgm was not initially pairing with the ilet, preventing automated insulin adjustments. The cgm successfully reconnected while on call with customer care, and insulin delivery resumed. The user¿s bg returned to range by the following day. No medical intervention or long-term effects were reported.